Event description:
The customer indicated that the forceps failed prematurely. The molded plug came apart. Investigation of the returned forceps indicated that a loose wire was displaying full output power when the forceps integral switch was closed.

Manufacturer narrative:
The forceps were returned for evaluation and the exposed wire was found. This condition appears to be a result of the customer disconnecting the forceps from the generator by pulling on the cord rather then grasping the overmolded plug. The instructions for use will be changed to recommend to customers to remove the forceps by grasping the overmold plug.